Event description:
It was reported that while using a bd micro-fine¿ pro pen needles 32g x 4mm (70 count), the pen needle would not detach. The following information was provided by the initial reporter: according to the user's report, the pen needle could not be detached upon recapping.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-jun-2022. H.6. Investigation summary: one insulin pen and two photos were returned. Visual examination of the returned sample and photos was carried out and a broken piece of cannula was observed in the septum of the pen. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the sample and photos returned this cannot be confirmed to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see section h10.

Event description:
It was reported that while using a bd micro-fine¿ pro pen needles 32g x 4mm (70 count), the pen needle would not detach. The following information was provided by the initial reporter: according to the user's report, the pen needle could not be detached upon recapping.